Event description:
It was reported that during a device change-out due to normal eri, externalized conductors were observed. Patient was asymptomatic. The lead remains implanted. There have been no complications.

Event description:
New information notes that non-sustained vt/vf episodes due to noise were observed via remote transmission and in clinic. Lead revision is planned.

Manufacturer narrative:
(B)(4). Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that high, out of range high voltage lead impedance was also observed. The lead was successfully capped and replaced.

Manufacturer narrative:
A partial lead with the connector pin measuring 12.0cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead a complete analysis could not be performed.